Event description:
The customer reported that the device was displaying messages indicating a power interruption and that settings were returned to default settings. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.